Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had giving too much of insulin. The customer¿s blood glucose level was unknown. Customer states that 20lbs this summer 89-50 insulin pump given too much of insulin and the customer had breakfast late today. The customer was advice to so troubleshoot for low blood glucose. The insulin pump will be returned for analysis.